Manufacturer narrative:
An analysis was performed on the returned device. The difficult to open or close was confirmed. Entrapment is related to the circumstances of the procedure and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of tissue injury is listed in the perclose prostyle instructions for use, as a known patient effect of use with suture mediated closure device procedures. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on reported information and the observations from the returned analysis it is likely that when closing the foot, the foot caught both suture and tissue. In this case, the device had biological material in the foot indicating tissue interference. The suture was found in and under the foot indication a capture or inadequate release. When this occurs even though the lever is fully depressed, the foot can remain open due to the issue interference or surf distally and capture onto tissue or even lock in the open position. Once locked, manipulation of the lever alone will not free it. Entrapment is likely. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an interventional carotid artery stenting procedure with a 6f sheath. Reportedly, after performing all steps, the anterior footplate was unable to be closed when attempting to remove the device. A nick and spread cutdown was performed in order to remove the device. Upon device removal, the anterior foot plate was noted to be protruding. Tissue was also found on the footplate [tissue damage]. The suture of the device was cut and removed, and a non-abbott device was used to achieve hemostasis. No treatment was needed for the tissue damage. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.